Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Event description:
The customer reported that during the procedure, after a few seals were completed successfully, the device stopped sealing. There was no steam coming out of the tissue upon sealing; however an end tone, indicating a completed seal cycle, was heard. The surgeon cut after the end tone but the tissue was not sealed enough and bleeding occurred. Another device was used to continue the procedure. The bleeding that occurred was oozing and less than 200cc. There was no patient harm and the operating time was not extended.